Event description:
Our rep is reporting that during a knee repair, while using an fms pump, the pt's knee became noticeably swollen. No intervention or hospital observation were deemed necessary; however, the surgeon believes that the pt would most likely experience discomfort/pain post operatively for the following couple of days due to the amount of swelling. The case was concluded successfully without further incident or harm to the pt.

Manufacturer narrative:
The complaint device has been rec'd, but has not yet been fully evaluated. When the evaluation is complete, the results will be the subject of a follow up report.